Event description:
Ous MDR - it was reported that approx. 40 months after the implantation the patient received 2 shocks and the ICD could not be interrogated. The device was explanted.

Manufacturer narrative:
The returned ICD was visually inspected after its receipt, and no irregularities were found. The initial interrogation confirmed the clinical observation, the device could no longer be interrogated. The memory content of the device could no longer be read. In a next step, the ICD was opened, and the internal structure was examined. In the process, damage was detected at the fuse that separates the battery from the electronic module, as well as to the final shock stages. These damages are with high probability a result of a shock delivery into an external low-ohmic shock path. As a consequence of the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that can lead to an external short-circuit are, among others, twiddler syndrome, subclavian crush syndrome, or other damage to the lead insulation that lead to a low-ohmic contact of the high-voltage conductors. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error. The analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. An electrical fuse was triggered, which led to a separation of the electrical module from the battery and, subsequently, to the clinical observation. This does not constitute a device malfunction.